Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 886671) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, allergic rhinitis, gerd and glucose intolerance. Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2011, famotidine (pepcid), ibuprofen, isotretinoin (accutane) and multivitamin. In 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxiety"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), uterine pain ("uterus pain") and adnexa uteri pain ("pain on my left side by ovary"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary infection") and fungal infection ("recurrent yeast infections"). In 2014, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and rash ("face rash"). In 2017, the patient experienced fatigue ("fatigue") and acne ("acne on chest and back"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), cystitis ("bladder infection"), weight decreased ("weight loss") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (surgery to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had not resolved and the depression, weight increased, alopecia, vaginal infection, hypersensitivity, headache, female sexual dysfunction, dysmenorrhoea, dyspareunia, acne, cystitis, urinary tract infection, fungal infection, migraine, allergy to metals, anxiety, rash, weight decreased, uterine pain, adnexa uteri pain and complication of device removal outcome was unknown. The reporter considered acne, adnexa uteri pain, allergy to metals, alopecia, anxiety, complication of device removal, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from jul-2012 to (B)(6) 2012 and removal date updated from 20-sep-2017 to (B)(6) 2017. Events acne, adnexa uteri pain, allergy to metals, anxiety, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, menorrhagia, migraine, rash, urinary tract infection, uterine pain, vaginal haemorrhage, weight decreased, complication of device removal were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and coital bleeding ("I would bleed each time I tried to have intercoarse") in a 37-year-old female patient who had essure (batch no. 886671) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, allergic rhinitis, gerd and glucose intolerance. Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2011, famotidine (pepcid), ibuprofen, isotretinoin (accutane) and multivitamin. In 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced coital bleeding (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxiety"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), uterine pain ("uterus pain") and adnexa uteri pain ("pain on my left side by ovary"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary infection") and fungal infection ("recurrent yeast infections"). In 2014, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and rash ("face rash"). In 2017, the patient experienced fatigue ("fatigue") and acne ("acne on chest and back"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), weight decreased ("weight loss") and inflammation ("complications from essure removal procedure-inflammation"). The patient was treated with surgery (surgery to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue was resolving, the genital haemorrhage, coital bleeding, vaginal haemorrhage and menorrhagia had not resolved and the depression, weight increased, alopecia, vaginal infection, hypersensitivity, headache, female sexual dysfunction, dysmenorrhoea, dyspareunia, acne, urinary tract infection, fungal infection, migraine, allergy to metals, anxiety, rash, weight decreased, uterine pain, adnexa uteri pain and inflammation outcome was unknown. The reporter considered acne, adnexa uteri pain, allergy to metals, alopecia, anxiety, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2018- as per pfs content of communication: I would feel pain inflammation and bleeding and that I would not be able to have babies because they took my fallopian tubes off and I could lose my uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coils were transected with part of the coils remaining in the uterus."), device dislocation ("coils were transected with part of the coils remaining in the tube and part remaining in the uterus"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and coital bleeding ("I would bleed each time I tried to have "intercourse"") in a 37-year-old female patient who had essure (batch no. 886671) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, allergic rhinitis, gerd, glucose intolerance, kidney infection, urinary incontinence and facial swelling. Concomitant products included cetirizine hydrochloride since (B)(6) 2011, famotidine, ibuprofen, isotretinoin (accutane) and multivitamin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced coital bleeding (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxiety"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), uterine pain ("uterus pain") and adnexa uteri pain ("pain on my left side by ovary"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary infection") and fungal infection ("recurrent yeast infections"). In 2014, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and rash ("face rash"). In 2017, the patient experienced fatigue ("fatigue") and acne ("acne on chest and back"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions") and inflammation ("complications from essure removal procedure-inflammation") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with biopsy of cervix done and surgery (laparoscopy bilateral salpingectomy. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, depression, weight increased, alopecia, vaginal infection, hypersensitivity, headache, female sexual dysfunction, dysmenorrhoea, dyspareunia, acne, urinary tract infection, fungal infection, migraine, allergy to metals, anxiety, rash, weight decreased, uterine pain, adnexa uteri pain and inflammation outcome was unknown, the pelvic pain and fatigue was resolving and the genital haemorrhage, coital bleeding, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered acne, adnexa uteri pain, allergy to metals, alopecia, anxiety, coital bleeding, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2018- as per pfs content of communication: I would feel pain inflammation and bleeding and that I would not be able to have babies because they took my fallopian tubes off and I could lose my uterus. Tubal ostia seen bilaterally coils placed without resistance. Complete coils protruding into uterine cavity. Right= 2,left= 5 patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coils were transected with part of the coils remaining in the uterus."), device expulsion ("coils were transected with part of the coils remaining in the tube and part remaining in the uterus"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and coital bleeding ("I would bleed each time I tried to have intercoarse") in a 37-year-old female patient who had essure (batch no. 886671) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, allergic rhinitis, gerd, glucose intolerance, kidney infection, urinary incontinence and facial swelling. Concomitant products included cetirizine hydrochloride (zyrtec) since 1-mar-2011, famotidine (pepcid), ibuprofen, isotretinoin (accutane) and multivitamin. In 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced coital bleeding (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). In november 2012, the patient experienced alopecia ("hair loss"). In january 2013, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea") and anxiety ("anxiety"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), uterine pain ("uterus pain") and adnexa uteri pain ("pain on my left side by ovary"). In august 2013, the patient experienced urinary tract infection ("urinary infection") and fungal infection ("recurrent yeast infections"). In 2014, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and rash ("face rash"). In 2017, the patient experienced fatigue ("fatigue") and acne ("acne on chest and back"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), weight decreased ("weight loss") and inflammation ("complications from essure removal procedure-inflammation"). The patient was treated with surgery (laparoscopy bilateral salpingectomy removal of the essure coils bilaterally). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, depression, weight increased, alopecia, vaginal infection, hypersensitivity, headache, female sexual dysfunction, dysmenorrhoea, dyspareunia, acne, urinary tract infection, fungal infection, migraine, allergy to metals, anxiety, rash, weight decreased, uterine pain, adnexa uteri pain and inflammation outcome was unknown, the pelvic pain and fatigue was resolving and the genital haemorrhage, coital bleeding, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered acne, adnexa uteri pain, allergy to metals, alopecia, anxiety, coital bleeding, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on 13-jun-2018- as per pfs content of communication: I would feel pain inflammation and bleeding and that I would not be able to have babies because they took my fallopian tubes off and I could lose my uterus. Tubal ostia seen bilaterally coils placed without resistance.complete coils protruding into uterine cavity. Right= 2,left= 5 patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Ultrasound scan vagina - on 16-oct-2012: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device expulsion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received: foreign body in uterus and the coils were transected with part of the coils remaining in the uterus were added. Reporter details added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal infection ("vaginal infection") with vaginal discharge, hypersensitivity ("allergic reactions"), fatigue ("fatigue,") and headache ("headaches,"). The patient was treated with surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression, weight increased, alopecia, vaginal infection, hypersensitivity, fatigue and headache outcome was unknown. The reporter considered alopecia, depression, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.